Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the flow rate suddenly disappears on the rotaflow console during patient treatment. No error message occurred. They tried to restart the rotaflow console and applied the contact creme but the flow rate was still not be displayed. The flow was still working and the pump did not stopped. The device was changed out with no consequences for the patient. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow drive (rfd) with s/n (B)(6) and was able to confirm the reported failure. The affected rotaflow drive will not be repaired at this time. The device is out of use. Based on the investigation results the reported failure could be confirmed. The failure mode "not measuring flow" can be linked to the following most possible root causes according to our risk management file (dms# 2023689): zero flow calibration failed. Incorrect flow measurement. Device used out of specification. Malfunction of bubble/flow sensor electronics. Dried contact gel. User forgot renewing contact gel. Mechanical defects (impact). Sensor not detected although sensor is connected. The review of the non-conformities was performed on 2023-02-17 and during the period from 2019-12-16 to 2023-02-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced 2019-12-16. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream - the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. - the error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. 9.1 cleaning - always clean after each use. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the flow rate suddenly disappears on the rotaflow console during patient treatment. No error message occurred. They tried to restart the rotaflow console and applied the contact creme but the flow rate was still not be displayed. The flow was still working and the pump did not stopped. The device was changed out with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.